Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to bacterial infection and sepsis. No adverse patient effects were reported. The rv lead was explanted.